Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that they were seeing a screen that said call the health care professional (hcp). It was clarified that they were seeing the warning power-on-reset (por) screen. The patient was redirected to their hcp. There were no symptoms or further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause was due to it being off and there was no bond. The patient noted that they went to their health care professional to resolve the por and had a reset and adjust all levels. There were no symptoms or further complications reported or anticipated.